Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The event date and patient identifier are unknown. If any further information is provided; a follow-up medwatch report will be submitted.

Event description:
Note: this report pertains to the third wire/third case. Medwatch report 2126666-2017-00014 and 2126666-2017-00015 capture the other two devices/cases. The doctor complained on multiple occasions about the wire drying far to quickly and is getting stuck in the catheter. This caused issues removing the wire from the catheter and had to disregard the zipwire, swapping it out for a different wire. No patient complications. The patient condition was reported to be stable.